Event description:
During a pci/stenting procedure, the quantum maverick monorail balloon ruptured at 18 atms on the initial inflation. The lesion being treated was a 95% stenotic lesion in the right coronary artery. The quantum maverick monorail balloon was being used to post-dilate the stent. No resistance was encountered during advancement. No pt injuries or complications were reported.